Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) via phone. Upon reviewing the image, technical support observed that the monitor¿s picture-in-picture (pip) function was enabled and was covering the device picture-in-picture (pip) display area. Instructions were provided to customer on how to disable the monitor pip, which was successfully completed by the customer. The issue has been resolved, and no further assistance from technical assistance center (tac) is required. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a black box instead of the picture-in-picture (pip) image. The event occurred during an endobronchial ultrasound (ebus) therapeutic procedure while the patient had not yet been sedated. This issue resulted in a procedural delay. There were no reports of patient harm.